Event description:
Allergan natrelle textured silicone implants caused me to be really ill. Pain, hair loss, rashes, other skin conditions, general sense of being unwell. The pain in breast got so bad, I had a mammogram and ultrasound. Radiologist ordered MRI. I had bilateral ruptured implants. One which was extracapsular. I had surgery yesterday to have them removed. FDA safety report ID# (B)(4).